Event description:
It was reported that patient is wearing a foley catheter and stated it may be a few days before they are able to get the catheter out. Caller stated patient is healing up well but they have to straighten out some physical problems before they can remove the foley catheter. Caller mentioned they are concerned the catheter may be twisted and that they may need to get another catheter inserted because they are not getting the volume out that they are putting in. Caller mentioned that patient tried going with a catheter during the trial but was not able to urinate so had to go to the ER and they put in a foley catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).